Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Related manufacturer reference number: 2017865-2022-12374, related manufacturer reference number: 2017865-2022-12376. It was reported that the patient's implantable cardioverter defibrillator system exhibited high capture threshold. Programming changes were made. The patient's health condition was not provided.

Event description:
Related manufacturer reference number: 2017865-2022-12374 related manufacturer reference number: 2017865-2022-12375 related manufacturer reference number: 2017865-2022-12376.